Manufacturer narrative:
Date of the event is estimated. Date of explant: date of the explant is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that infection was observed at the implantable pulse generator site. It was estimated that the explant date was in (B)(6) of 2021. The infection issue has resolved. There were no complications during the procedure. Patient was stable.